Event description:
A report was received that the patient had skin erosion at the pocket site. The patient was given antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial / lot #: (B)(4)/488679, description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the initial symptom of pocket erosion was discomfort due to the belt rubbing on the pocket site. The patient was doing well following the explant procedure.

Event description:
A report was received that the patient had skin erosion at the pocket site. The patient was given antibiotics and underwent an explant procedure.